Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a loss of stimulation. It was also reported diagnostics revealed invalid impedance values for the scs lead. Surgical intervention will be taken at a later date to address the issues.